Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds and a decrease in sensing. The lead was capped and replaced on (B)(6) 2018. During the lead revision procedure after suspected electrocautery interaction, the pulse generator exhibited loss of telemetry and a diagnostics anomaly, the device showed end of service. The physician elected to explant and replace the device. The patient was in stable condition.